Event description:
It was reported that in the middle of a procedure error message codes 235 and 210 were experienced from the laser system. Per the customer, the error message codes were unable to be cleared. The procedure was aborted. No pt injury was reported. The pt will be rescheduled for surgery.